Manufacturer narrative:
Updated data: h6 conclusion: review of the device history record for this device could not be performed as the valve serial number was not reported. However, manufacturing controls are in place to ensure that the devices met specification requirements prior to release from the manufacturing facility. Paravalvular leak (pvl) is a known potential adverse effect per the device instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. No treatment for the pvl was reported. No further action is required at this time. This event does not indicate device misuse or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 3 days following the implant of this transcatheter bioprosthetic valve, at discharge, moderate paravalvular leak (pvl) was reported. No treatment for the pvl was reported. No adverse patient effects were reported.